Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 27 mg/dl. The customer stated that they did not have much to eat so when they stood up to walk they stumbled and fell into the pool. The customer's insulin pump was then exposed to moisture. The customer states that the insulin pump feels ok, but that there was fluid under the lcd screen of the insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The device had light moisture damage to keypad traces and minor scratches on lcd window.